Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarm. Customer also stated that that there was a crack on the battery compartment side of the pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test. No pump error 68, 49 or 23 alarms noted during testing. Device received with cracked case(battery tube) and cracked battery tube threads. (B)(4).